Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with what appears to be a piece of a suture attached to the channel box. Additionally, the rotation tab was bent , and no clip was in the first position in the channel. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. On the next attempt, a clip was unable to properly load. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Additionally, the proximal end of the feeder was bent. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip not closing" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that clip shooting has a problem and does not bite the thin tissue well.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800731 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clip shooting has a problem and does not bite the thin tissue well.